Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: intraoperative warnings: intraoperative fissure, fracture, or perforation of the spine.

Event description:
During a surgery that took place on (B)(6) 2025, the northstar 3.5mm drill changed direction from the desired trajectory while drilling, bent under the drill guide superiorly and cracked a part of the lateral mass. The rep confirmed patient is doing well after the surgery. Although requested, customer was unresponsive and no further information regarding the event was provided. The product is not available for evaluation.